Manufacturer narrative:
Review of pump data by quality engineering: review of pump data did not show any low blood glucose (bg) levels recorded on either event dates of (B)(6) 2016 or (B)(6) 2016. Pump logs recorded one bolus request on (B)(6) 2016, and no bolus requests on (B)(6) 2016. The basal insulin rates were adjusted from 0 units/hour to 0.8 units/hour, and 0 units/hour to 0.5 units/hour on (B)(6) 2016. There was one cartridge change sequence completed on the (B)(6) 2016, and two cartridge change sequences completed on (B)(6) 2016. The customer requested the "fill cannula" process without going through the "cartridge change" sequence on (B)(6) 2016. If the user did not disconnect during the "fill tubing" process or the "fill cannula" process of the cartridge change sequence they would receive insulin, and this could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a new customer was hospitalized for multiple low blood glucose (bg) levels after beginning pump therapy; however, no specific values were provided. Customer reported that they were hospitalized on (B)(6) 2016 for a low bg level, but the customer did not provide any details regarding the event. Reportedly, the customer's health care provider (hcp) believed that the low bg level was due to toujeo long acting insulin. Customer was then hospitalized again on (B)(6) 2016 for a low bg level that required assistance from emergency medical services. The customer's hcp stated that they decreased the basal insulin settings on the pump, and that the customer's last dose of toujeo at the time of the event was greater than 36 hours prior to the event. Customer indicated that they have discontinued use of the pump. Review of pump data by tandem technical support did not reveal any anomaly in pump performance, and indicated that the pump was functioning as intended.